Manufacturer narrative:
(B)(4). Pc: device breakage. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: varun chandra, raj kumar singh, anterior lumbar inter-body fusion with instrumentation compared with posterolateral fusion for low grade isthmic-pondylolisthesis, acta orthop. Belg., 2016, 82, 23-30 (india) the aim of this study was to compare the outcome of surgical management of low grade spondylolisthesis with two treatments modalities- postero-lateral fusion (plf) and anterior lumbar inter-body fusion (alif) with instrumentation in similar patient profile, operated by the same surgeon. The outcomes were compared. The following complications were reported as follows: 1 - case of screw migration 2 - screw fractures. Moss miami products were used as a part of this study. A copy of the literature article is being submitted with this medwatch.